Event description:
The customer's son reported that the customer had been experiencing unexplained low blood glucose levels. The customer's son stated that the night before the call, the customer went to bed with a blood glucose level of 98 mg/dl. Customer's son stated that the customer awoke with a blood glucose level of 44 mg/dl, which he treated with food. Blood glucose level at the time of the call was 160 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.